Manufacturer narrative:
Section d4: serial number for the device.

Manufacturer narrative:
No patient was involved with this event. Date of event was estimated. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The clinician from (B)(6) wanted to prepare a centrimag system for use. The operator observed a "motor stopped" alarm. In addition, the console was not able to display "set rpm" message. No patient was involved. This event was previously not reported due to no patient being involved. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.